Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. Additional follow-up info may be obtained by the clinical affairs as it becomes available. If additional info becomes available, then, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 623-00-36f, lot # mjj7ev, description: trident 0? X3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that a (B)(6) experienced an adverse event for deep joint infection and the acetabular insert and femoral bearing head were revised. Relationship to the device is noted as "uncertain."